Manufacturer narrative:
Product analysis:it was determined at analysis that the programmer touchscreen was not working. The radiofrequency head connector was stuck, unable to insert the radiofrequency head. The rear cover of the liquid crystal display was cracked, the bullets assy was missing, the radiofrequency head cable was worn; the cores were twisted inside the cable but were working correctly and were replaced as a preventive measure. The x-y board was replaced to resolve the touchscreen issue, the link electronic module (lem) was replaced due to a defective radiofrequency head connector, the rear cover liquid crystal display was replaced, bullets assy was added, the radiofrequency head cable was replaced. The touchscreen was calibrated according to procedure, software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.